Event description:
On (B)(6) 2011, the pt reports he experienced an eye infection and eye discomfort while using the lenses. Follow up info received (B)(6) 2011 from the ecp notes that the pt had a corneal ulcers and scars. Best corrected visual acuity had not decreased. (B)(4)

Manufacturer narrative:
This is being filed as corneal ulcer with scar. This reported is linked with (B)(4) 9614392-2011-00163. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.